Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump experienced intermittent bluetooth communication failure when attempting to pair with a dexcom g7 continuous glucose monitor (cgm) sensor, resulting in a pairing failed alert; the user ultimately entered the pairing code after a restart and the pump paired successfully, with no impact to blood glucose readings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the pump and cgm consistent with intermittent communication failure, with device components relevant to electrical, magnetic, and antenna functions. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.